Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inadequate capture was noted on the right ventricle (rv) lead. Loss of capture was not noted. The physician suspected the performance of the rv lead resulted in ventricular tachycardia (vt) episodes; however, additional information was not provided. The vt was self terminated. Diagnostic imaging was performed in preparation for a revision procedure, an occlusion of the subclavian artery was observed, and the revision procedure was not performed. The physician considers the occlusion to be unrelated to the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.